Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl, fainted and became incapacitated. Cause of low bg was due to customer overriding recommended bolus amount and entering a larger amount, as customer had miscalculated. The customer required assistance to address bg and received carbohydrates from paramedics. During troubleshooting with tandem technical support it was indicated that pump is functioning as expected. Recommendation was made for customer to consult with health care provider regarding bg.